Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was initially reported by the physician that the pt returned to her office reporting that she was unable to feel simulation. Upon interrogation of the patient's device, the settings were found to be different than what was intended. The physician ran diagnostics at the previous visit however there was an interruption in communication between the generator and the programming system prior to the system diagnostics being completed. This event resulted in the patient's device being programmed off. There was no final interrogation performed therefore the programming change was not observed and corrected until a follow up visit at which time the patient's device was programmed back on. A copy of the physician's flashcard was received and the programming/device diagnostic history was reviewed which confirmed the setting change.